Event description:
It was reported the patient was undergoing coiling of a 6mm aneurysm in the anterior communicating artery (aca). After positioning a pre-shaped 90 degree angle microcatheter in the aneurysmal sac, the coil was repositioned two times and deployed without difficulty. A few loops of the coil were noted to be protruding out of the aneurysm, so the physician decided to withdraw the coil. Upon removal of the coil (approximately 4-5 cm in length) the coil unexpectedly detached. The coil was located in the carotid siphon and then migrated into the homolateral middle cerebral artery (mca) occluding m1 and m2 segments of the sylvian artery. The procedure was completed with a remodeling technique and use of other similar coils. The patient reportedly recovered three hours following the procedure. It was also reported that "the recovery will be possible with the use of a 0.010 ev3 guidewire (shaped in curly tail) and addition of high dose of anti-platelet therapy. During this coil recovery, coil will break in two and a part will migrate in the inferior right temporal artery (similar recovery technique used). It was not clear whether this intervention had already taken place or would be performed at a later date. Patient is currently asymptomatic.

Manufacturer narrative:
Additional 510(k) # k001083.